Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer recognizes the pump finger movement with the door closed on 8100 device. Failure device type: failure problem type: failure mode: case resolution: customer recognizes the pump finger movement with the door closed on 8100 (s/n (B)(4)). Explained problematic fault of the pump fingers movement not stopping on the 8100 device. Customer identified the pump finger would move, then not stop before completion of homing cycle. Customer to repair and/or replace the air-in-line assembly to resolve issue of concern. Customer to repair and/or replace the door sensor harness if not resolved by ail sensor. They will give a call-back, if further problems persist. End call. Ref:_00d30y0yr._5000l1sun2m:ref